Event description:
It was reported that there was an issue with the incorrect time setting on the pump, which required an update with assistance from customer technical support. There was no adverse impact to the customer¿s blood glucose level as recent settings did not result in readings above 500 mg/dl or below 54 mg/dl. The customer was advised to monitor the situation and follow up if the time discrepancy exceeded five minutes again and acknowledged the guidance provided.